Event description:
The mother of the pt reported that the pt is having issues with his infusion sets pulling out of his body and causing pain. She stated that the pt is very lean and very active. The pt was sent samples of a different type of infusion set to try. The pt's blood glucose was not affected. Upon follow up, the pt's mother stated that the pt is doing well and he had not yet begun to use the sample infusion sets that were sent to him. The pt did not require medical attention from a healthcare professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.